Event description:
It was reported that the surgeon was performing posterior cervical decompression c3-c6. He wanted to utilize a crosslink on his construct but stripping/tearing of threads of three mountaineer head to head cross connector inner screws and one mountaineer head to head cross connector outer nut occurred intra-operatively. Also reported were stripped threads of a concomitant device poly screw (B)(4). As a result, they replace a lateral mass screw intra operatively and a cross connector inner screw was used to lock down the construct. All set screws were torqued and surgeons proceeded with closure. It was reported that there were no adverse consequences to the patient and no significant delay to the procedure. The following mfg medwatch reports are being filed for the three head to head cross connector inner screws and one cross connector outer nut that were found to have torn threads that were torn from the devices intra-operatively: 1526439-2014-12267, 1526439-2014-12268, 1526439-2014-12269, 1526439-2014-12270.

Manufacturer narrative:
Based on the completion of investigation, the returned instrument (2883-07-200) was above specifications. As such, the screw in this report did not cause/contribute to the reported event. A medwatch report has been created for the torque handle (1526439-2015-10059). The device listed in the report has been added to (1526439-2015-10059) as a concomitant device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.